Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination inspection revealed a 4cm longitudinal tear in the balloon wall from the proximal balloon cone to the distal balloon cone. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified left common iliac artery. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was selected to predilate the lesion. Upon first inflation, it was noted that the balloon ruptured shortly after dilatation. The procedure was completed with another of the same device. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified left common iliac artery. A 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was selected to predilate the lesion. Upon first inflation, it was noted that the balloon ruptured shortly after dilatation. The procedure was completed with another of the same device. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.